Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. The procedure was completed using backup equipment and without a clinically significant delay. No adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Worn components were discovered throughout the device. The worn bearings were identified as the probable cause of the reported overheating of the device.